Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional information.b2: death removed and other, serious added. H1: death removed and serious injury added. H6: patient code 1802 removed.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The patient had 3 clips (lots 91122u192, 91126u141, 91126u140) placed on (B)(6) 2020, reducing mr to 2. The patient was brought back on (B)(6) 2021 due to increased mr due to progression of disease. Clips are noted to be stable on the leaflets. The clip delivery system (cds) was advanced to the mitral valve and noted residual mr in the medial commissure which appeared due to prolapse and thin leaflets. There was difficulty visualizing the clip due to anatomy and existing clips. It was found that the grippers would not come down in the middle of the procedure. There were sharp curves on the device as they were attempting to go to the far medial commissure and they were temporarily stuck on the chords. The clip was brought back to the atrium and the grippers were would still not come down so the clip was removed still attached to the cds. There was chordal rupture and possible leaflet injury. Another cds (lot 10107u128) was attempted but could not reduce mr and tissue capture and insertion could not be verified with confidence due to imaging and anatomical challenges. No clips were implanted and mr remained 4. The patient expired on (B)(6) 2021 and it is unknown if the death was specifically related to the procedure. Subsequent to the initially filed report the following information was provided: the ability to reduce mr successfully could have been beneficial to the patient. The cause of death was severe recurrent mr and degenerative/friable tissue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult to remove (anatomy) was due to operational context as the grippers got stuck in the chords temporarily but were eventually freed. Without the complaint device to analyze, a cause for the reported difficult to open or close (single gripper actuation) could not be determined. The reported poor image resolution was due to procedural conditions. The reported unspecified tissue injury was a cascading effect of the reported difficult to remove (anatomy) as there was chordal rupture and possible leaflet injury noted after attempts to free the grippers from the chords. The reported patient effect of chordal rupture/tissue damage, as listed in the mitraclip g4 system instructions for use, u.s., is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are filed under separate medwatch report number.

Event description:
This is filed to report gripper actuation issue, difficult to remove, tissue injury, death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The patient had 3 clips (lots 91122u192, 91126u141, 91126u140) placed on (B)(6) 2020, reducing mr to 2. The patient was brought back on (B)(6) 2021 due to increased mr due to progression of disease. Clips are noted to be stable on the leaflets. The clip delivery system (cds) was advanced to the mitral valve and noted residual mr in the medial commissure which appeared due to prolapse and thin leaflets. There was difficulty visualizing the clip due to anatomy and existing clips. It was found that the grippers would not come down in the middle of the procedure. There were sharp curves on the device as they were attempting to go to the far medial commissure and they were temporarily stuck on the chords. The clip was brought back to the atrium and the grippers would still not come down so the clip was removed still attached to the cds. There was chordal rupture and possible leaflet injury. Another cds (lot 10107u128) was attempted but could not reduce mr and tissue capture and insertion could not be verified with confidence due to imaging and anatomical challenges. No clips were implanted and mr remained 4. The patient expired on (B)(6) 2021 and it is unknown if the death was specifically related to the procedure. No additional information was provided.